Event description:
Date of the initial surgery was in 2001. Three bioknotless anchor's were used to repair a bankart lesion. Six months post-op the pt returned complaining of joint sitffness and pain that seemed to come on "overnight". An MRI was done and a second surgery was scheduled for 2002. The scope was inserted and immediately the surgeon commented on the extensive synovitis that was present. A single bloknotless anchor was found to be, "sitting proud" and pieces of suture were found in the interior pouch. The portion of the anchor sitting proud and the pieces of suture were removed. The surgeon said that the pt was compliant with therapy and gave no indication that there was a new injury. Also noted during surgery was the severe damage to the articular cartilage on the humeral head which appeared to be more of an erosion of articular cartilage and not necessarily due to the anchor sitting proud. The surgeon concluded that this damage could be caused by some sort of reaction to the material in either the anchor or suture.